Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The device would not "auto identify" at implant attempt. Another device was successfully interrogated, using the same programmer and rf head. The device was not used. There were no patient complications reported as a result of this event.